Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 60mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3110, with lot clfck6, conformed to the specifications when released to stock on the 20th may 2010. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve does not work. The patient had to be re-operated to replace the valve. (B)(6) 2016 per affiliate: "further to your request on the complaint (B)(4), I inform you that we just have one number (serial or lot) mentioned on the complaint form which is (B)(4). I'm waiting for information from the hospital but the incident was a functioning problem of the valve. The valve was revised (new surgery). No delay in surgery mentioned."

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. With programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 60mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns5034, with lot 598985, conformed to the specifications when released to stock on the 5th march 2015. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number could not be found in our system. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.